Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgical technician could not fit the shim into the tasps. When looking at the bottom of the tasp, it was noticed that there was a crack that was preventing the shim to fully seat in the tasps. There was no harm done to the patient and no delay in surgery due to this.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual inspection of the returned instruments:1- tasp exhibits signs of repeated use (nicked or gouged) and has the dovetail feature is compressed and cracked. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.